Event description:
It was reported that during a procedure using a turbinator wand, the surgeon alleged that the device suddenly 'obliterated' the turbinate and it completely disappeared. The surgeon claimed that this was an unanticipated result because they were only attempting to reduce the turbinate. No additional patient complications were reported as a result of this event.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are several factors that could contribute to the reported event and are outlined in the instruction for use such as inadvertently activating the foot control, and/or monitoring the rate and depth of tissue ablation which is affected by the set point selected, the amount of pressure on the tissue, the integrity of the electrode, and the speed at which the wand is passed over the target tissue. Other factors unrelated to the manufacture or design of the device which could also have contributed to the reported event is the controller or foot control which were also not returned for evaluation.